Manufacturer narrative:
This report is associated with (B)(4), super poligrip free denture adhesive cream.

Event description:
This made me choke [choking]. This made me nauseous [nausea]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number j735, expiry date unknown) for denture wearer. Concomitant products included no therapy. On (B)(6) 2018, the patient started super poligrip free denture adhesive cream. On (B)(6) 2018, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant), nausea and product complaint. On an unknown date, the outcome of the choking, nausea and product complaint were unknown. The reporter considered the choking and nausea to be related to super poligrip free denture adhesive cream. Additional details: this adverse event information was received on 24 january 2018. The consumer reported, "I used a few days ago and it does not hold. I want (B)(6) to compensate for this. This gum sticks to my mouth. This made me choke and nauseous." The action taken with super poligrip free denture adhesive cream was unknown.

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a 80-year-old female patient who received double salt dental adhesive cream (super poligrip free denture adhesive cream) cream (batch number j735, expiry date unknown) for denture wearer. Concomitant products included no therapy. On (B)(6) 2018, the patient started super poligrip free denture adhesive cream. On (B)(6) 2018, an unknown time after starting super poligrip free denture adhesive cream, the patient experienced choking (serious criteria gsk medically significant), nausea and product complaint. On an unknown date, the outcome of the choking, nausea and product complaint were unknown. The reporter considered the choking and nausea to be related to super poligrip free denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: this adverse event information was received on (B)(6) 2018. The consumer reported, "I used a few days ago and it does not hold. I want a couple of (B)(6) to compensate for this. This gum sticks to my mouth. This made me choke and nauseous." The action taken with super poligrip free denture adhesive cream was unknown. Follow-up information was received on 09 april 2018 from the quality assurance (qa) department regarding complaint number (B)(4) and primary lot number j73s. Quality investigation report included that the batch documentation specific to this lot was reviewed and there were no issues noted during the manufacture of this batch that could have attributed to this defect. The retain sample was sent to the lab for analysis. Testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Complaint was considered to be unsubstantiated. On the basis of the above this complaint was considered to be closed. This case is associated with product complaint. The primary lot number was updated as j73s from j735.

Manufacturer narrative:
3003721894-2018-00028 is associated with argus case (B)(4), super poligrip free denture adhesive cream. Device evaluation on 09 april 2018: the batch documentation specific to this lot was reviewed and there were no issues noted during the manufacture of this batch that could have attributed to this defect. The retain sample was sent to the lab for analysis, see results below: test: description (c-5012_1.1) specification: off-white to beige mass of gums and petrolatum, free of lumps, granular particles or foreign matter result: complies test: ph (420-010c) specification: 6.5-7.5 result: 6.7 test: % gantrez (420-4000) specification: 25.5%-34.5% result: 29.2% conclusion: testing was carried out on the retain sample and results met specification requirements indicating that the product was manufactured appropriately and complied with the required quality standards. Prior to release of the product from the site, the batch documentation was reviewed by the quality department, verifying that all results met specification requirements. - attachment: (B)(4)_qa results.pdf]